Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: allergic reaction is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility. Still allergic reactions can occur in rare cases. The clinical evaluation does evaluate allergic reactions and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the above information the case is considered reportable as the event / incident did lead to, or might led to, death or a serious injury. This is a final report.

Event description:
After being fit with the resound one 7 rie devices, clinician reported that end user received a severe reaction to the new light grey domes, resulting in inflammation and bleeding within both ear canals. Portion in front of the ear (anterior to tragus and helix) was also reported to have some irritation from the receivers. The reaction began a couple of days after initial fitting, and the end user could not use the device until follow up appointment, which was two weeks after. No known history of allergies or hypersensitivity. The user was in contact with authorized medical practitioner, who reported it to be an allergic reaction of some kind to the devices. Topical cream was prescribed for treatment. Recommendation from health care professional was to fit custom moulds with hypoallergenic coating. Clinician reported that the user's ear has since healed and are now wearing canal lock moulds with no reported allergic reactions.